Event description:
It was reported that a user experienced difficulty pairing a new freestyle libre 3+ sensor with the ilet bionic pancreas system, initially perceiving a pairing failure when a check sensor alert appeared, rescanning the sensor in the ilet app led to successful activation and restored function. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact beyond a temporary interruption of sensor pairing and alerts. User support included guided troubleshooting and user education to verify sensor placement, review alerts, and complete a rescan through the ilet app. Investigation of this case revealed that the device and sensor were functional and that the event was attributable to an initial pairing or communication issue resolved by rescanning, with no hardware defect identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use-related factors that were corrected through standard troubleshooting.